Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to request shipment of a replacement battery for the heartstart xl. There was no patient involvement.